Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device misfired through lung tissue. The physician's assistant was able to finish firing and remove device from the patient. Another reload and handle were used to continue the case. There was no patient injury.